Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and there was no evidence of foam degradation. During the evaluation, foam particles were not observed. Secondary findings of extreme white particles were noted in the eval. There were no error codes noted. Eval noted in ra 313662410. The device was scrapped.